Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital with an alert for a polarity switch. Upon interrogation, the right ventricular lead exhibited high impedance measurements. The lead was successfully capped and replaced. The patient was doing well post surgery and would continue to be monitored.